Event description:
Customer reported the alarm continues to send signals to the nurse call station when the patient is resting on the sensor or when the alarm is powered off. The date of the event is unknown. No patient incident or injury was reported.

Manufacturer narrative:
Results - evaluation of the returned product did not confirm the reported issue. The unit sounds and sends signal to activate the red led at the nurse call test fixture. However, when the nurse call cable is wiggled, the red led at the nurse call test fixtue toggles on and off. There is no physical damage to the unit. (B)(4).